Event description:
A 58-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient informed novocure of a small wound beneath the array placement area. On (B)(6) 2026, during a hospital visit for chemotherapy treatment, the patient¿s scalp was assessed. Examination revealed purulent wounds measuring a few centimeters in size located on the forehead and left temple. Additionally, the healthcare provider expressed concern that the affected areas appeared consistent with burn-like lesions beneath the arrays, with black discoloration observed. Due to the skin condition, the patient elected to temporarily discontinue optune gio therapy pending wound healing. On (B)(6) 2026, the patient remained on a treatment break. On (B)(6) 2026, additional information was received indicating that the wound on the left temple had not healed, and the patient permanently discontinued optune gio therapy. On (B)(6) 2026, novocure received a request (reference: 6.6.2-2026-034727) from the swedish medical products agency (mpa) for submission of a manufacturer incident report (mir) regarding the patient¿s skin-related adverse events. According to the information provided in the request, the mpa had been informed by the patient¿s healthcare provider that, two days after initiation of therapy, the patient experienced discomfort associated with the arrays and subsequently developed burn-like lesions accompanied by soreness and yellowish exudate. The patient temporarily discontinued optune gio therapy and postponed initiation of chemotherapy. Due to swedish data privacy regulations, the patient¿s prescriber has not been contacted.

Manufacturer narrative:
Based on the available information, novocure medical opinion is that the contribution of optune gio therapy to the event cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).